Manufacturer narrative:
Complaint conclusion: as reported via the open study, a stent fracture was noted twenty-four months after flex stent implantation with an associated in-stent restenosis. The event involved a (B)(6) male patient with a past medical history of hypertension, peripheral vascular disease (pvd), smoking, non-insulin dependent diabetes mellitus, allergy to penicillin and sleep apnea. He presented to hospital with ischemic leg pain at rest and underwent flex stent implantation on (B)(6) 2012. The target lesion was located in the right distal superficial femoral artery (sfa) and was described as de novo, 140mm in length, 5mm in diameter and 100% stenosed. The patient¿s vasculature was accessed from the left common femoral artery via a retrograde approach. The target lesion was then accessed in a contralateral approach over the bifurcation. The lesion was pre-dilated with a 5 x 120mm balloon followed by the successful implantation of an 8 x 150mm flex stent. The stent was then post-dilated with a 5 x 120mm balloon and the procedure completed with no reported patient injury. Approximately twenty-four months after the implantation, the site reported noting possible stent strut fractures (grade ii fractures involving multiple struts) on the distal aspect of the stent on a follow-up x-ray. In addition, the stent was noted to be patent except for an area 0-5cm distal to it¿s proximal edge. This area was noted to be 50-99% stenosed. The patient remained asymptomatic and no further treatment was provided. The product remains implanted in the patient and was not returned for analysis. A device history record (DHR) review revealed that the lot of products met all requirements per the applicable manufacturing quality plan. The instructions for use (IFU) directs users to perform an arterial angiogram to verify full deployment of the stent. If incomplete stent expansion exists, post-deployment dilatation can be performed at the discretion of the physician. The clinical implications of stent fractures are not well characterized. Nitinol fatigue leading to stent fractures is a well-known and documented intermediate and long term issues in the distal sfa. Deployment of stents in these types of lesions present multiple forces at work including flexion, torsion, longitudinal expansion and contraction. Based on the information provided for review, there are vessel characteristics (distal location, 100% stenosed and long lesion) may have contributed to the reported event. Without the return of the device for analysis or films of the event, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Neither the DHR review nor the available information indicate that there is a manufacturing issue, therefore no corrective action is required.

Manufacturer narrative:
The device remains implanted in the patient; therefore, it is not available for analysis. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt. The gtin # is currently not available and receipt is pending. It will be submitted within 30 days upon receipt. Concomitant devices: aspirin -- 81mg, clopidogrel -- 75mg and angiomax. This is one of two events reported for this patient and the associated manufacturer report numbers are 3008443827-2014-50003 and 3008443827-2014-50004.

Manufacturer narrative:
Additional information was provided: the target vessel was not tortuous, there was only one stent implanted at time of index procedure. It was reported that the fracture occurred on the distal end and was a grade 2 fracture (multiple struts). The fracture was reported as mildly severe. It was reported that the stent was patent except for 0-5 cm distal to proximal edge which had a stenosis rate of 50-99%. The patient did not present with symptoms due to the stent fracture. No treatment was provided as the patient is without symptoms. They will monitor for next visit. The DHR and additional information are pending and will be submitted within 30 days upon receipt. This is one of two events reported for this patient and the associated manufacturer report numbers are 3008443827-2014-50003 and 3008443827-2014-50004.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt. This is one of two events reported for this patient and the associated manufacturer report numbers are 3008443827-2014-50003 and 3008443827-2014-50004.

Event description:
As reported by the open study (B)(4) labs review, two fractures were identified in the stent during the 24 month followup. A grade ii fracture in the distal portion and a grade iii fracture in the mid part of the device. Treatment is currently unknown. The patient met all the inclusion and exclusion criteria for this complaint. The patient was enrolled into the study in order to relieve claudication symptoms. The target lesion was located in the right distal sfa. The length was 140mm and the reference diameter was 5mm. The stenosis rate was 100% with no calcification. A retrograde puncture was made with a 7f sheath in the left cfa. There was successful passage of a guidewire across the target lesion. The lesion was pre-dilated with a 5x120mm balloon catheter. A 8x150mm flex stent was successfully deployed at the lesion and post-dilated with a 5x120mm balloon at 12 atm. The residual stenosis was 0%. No adverse events occurred during the procedure. After the procedure, the patient was discharged the next day. There were no adverse events reported. However, two fractures were identified in the stent during the 24 month followup. A grade ii fracture in the distal portion and a grade iii fracture in the mid part of the device. Treatment is currently unknown. It is unknown if there was any patient injury.